Event description:
It was reported that the threshold on the right ventricular (rv) lead was increased and the r waves were decreased. It was also confirmed with an x-ray that the rv lead had pulled back. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).